Event description:
Product: bd 20ml syringe luer-lock tip, 100 count box, ref: 302830, lot: 3054320 exp: 02/2018, MFR: becton-dickinson. Inspection before using for compounding showed visible dirt caught within packaging. Cannot determine if it was due to link or dirt. Entire 100 count box was affected. Product has been quarantined at this time. No other product was involved.